Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. Lot history review (lhr) of rezh1687 showed no other similar product complaint(s) from these lot numbers. Device not returned, at this time.

Event description:
It was reported that during the installation of a PICC line, the terumo guidewire apparently broke off in the patient's arm. The remaining piece was a few mm long. They reportedly were unable to remove the left over piece. Checking the position of ec in the next scan to see whether migration occured. The facility reports it was not the terumo glidewire that frayed but the guidewire included in the kit. It was during needle puncture, on introduction of the manufaturers guidewire, that it became stuck in the axillary region. Being unable to advance the guidewire, "we decided to take it back out again from the puncture needle. It was at this point that it frayed. A small piece of metal from the guidewire remained in the patient. Subsequently, we took a terumo glidewire fitted with a smoother, curved tip, and were finally successful in putting in our PICC-line". A small piece of the guidewire remains in the patient. Chest x-ray on (B)(6) 2015 showed that there had been no migration of this foreign body.